Event description:
The reporter had rec'd the er1 message several times. He tested the meter with control solution obtained from his pharmacist. The control solution used was intended for use with a onetouch meter, and he got the er1 message when he used it. Due to his concern, he took his meter to his dr's office for a comparison. At the dr's office mr knott's surestep meter read 126 bg/dl, and the dr obtained a reading of 134 bg/dl.